Manufacturer narrative:
No code available, no patient involved, no injury to operators. The event is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account observed visible smoke from the pc power supply while using the architect i2000sr. The customer stated that the system control center (scc) was down. No injury was reported.

Manufacturer narrative:
Field service representative inspected the analyzer onsite and determined the scc-f+ power supply was component that smoked. The scc power supply was replaced to return the analyzer to normal function. A review of the analyzer service history found no contributing factor on or around the date of the event. Field service resolved the issue through normal troubleshooting. There were no subsequent reports of smoking of the new scc power supply since the part was replaced. A product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for removal and replacement of the scc-f+ power supply. The smoke from the scc f+ power supply was limited to the scc power supply and did not impact other components. A quality review showed no adverse trend for tickets with replacement of the power supply, scc-f+. A review of architect product monitoring found no adverse trends of the architect i2000sr or the power supply, scc-f+ (rohs) with regard to the current complaint issue. No product deficiency was identified.